Manufacturer narrative:
It was noted that over 6 months after this event, the patient passed away due to unrelated reasons. No allegations against the device were noted at the time of death. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional evidence was received that the low shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead displayed a low shock impedance measurement of less than 20 ohms. It was determined that no remedial action would be taken at this time and the physician would continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.